Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass procedure, the device stapled only 50% of the circumference. Procedure was completed with another device. No pt consequences were reported.